Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity console (c7000) stopped working during a surgery, causing a "lack of surgical means" for the surgeon. The device was not in contact with the patient; however, the event led to increased surgery time of 2 hours. No injury or death has been alleged.

Manufacturer narrative:
The cusa clarity console (c7000) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis : the investigation of the unit confirmed the complaint: the technician found a black screen, and fan ps only turning. Led on us board on, and all led on if board off, and a defective soldered fuse on the board. To resolve the issue, the if board was exchanged, level 3 sw uploaded, and testing performed to manufacturer's specification. Root cause : the root cause is confirmed as interface board issue due to a defective soldered fuse on the interface board. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.